Event description:
Pt underwent pharmacomechanical thrombolysis of left forearm av shunt graft with pta arterial anastomosis and venous outflow, with central venography on 12/12/2000 in the radiology dept. During the procedure a small metallic band being approx 1 mm in diameter by 1 mm in size, which apparently loosened from one of the mti catheters and appears to be in an interosseous arterial branch. At the time of the procedure, it was not occlusive and flow was seen through this ring-like structure into this portion of the branch.